Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the catheter was separated into the three sections. The end of the first section (tip) was stretched and deformed, while the ends of the second and third sections were cleanly cut. Testing was performed and there were no non-conformances related to the inner diameter of the event unit. The exact root cause of the event could not be determined, as engineering was unable to confirm the complainant's experience of having problems feeding the guide wire into the event unit and replicate the breakage that was observed on the event unit. Additional information was requested, however, none has been provided at this time. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "having problems feeding terumo glides through the fogerty and the balloon end broke off in a patient's artery. It was described that 4in of the tip broke off. The physician was able to retrieve the tip with a snare." Patient status - no patient injury.